Event description:
There is no adverse event associated with this complaint. The pt reported that the pump dispensed insulin during the load cartridge phase. He stated that he was disconnected from the infusion set during the event.

Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During eval, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.